Event description:
Patient had total knee and had post op pain and, swelling found to be infected. No revision surgery was sent to doctor. On 01/29/2009, encore was notified by a sales agent, that reported 6 infections in a row using the foundation knee (actually found 5 knees, 1 hip). No part/lot information was provided. Very little information was provided regarding the infection/organism type. Encore reported the above information to FDA on MDR# 1644408-2009-00058. On 02/26/2009, encore received the information required to complete individual investigations.